Manufacturer narrative:
(B)(4). Batch # p91d30. Investigation summary the device (b) was returned with no apparent damage, the blade tip was intact and not broken off as reported by the customer. During functional testing on gen11 an alert screen was displayed. The device was disassembled to inspect the internal components and it was found that the blade was cracked at the pin hole under the shroud of the device. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to how the pin hole got cracked. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information requested but unavailable: what was the original procedure? What was the indication for surgery? Why was the surgery converted to laparotomy? What messages was displayed on the generator? What trouble shooting was performed to address the error messages? Is the generator event log available for download and return? What is meant by the scissor were damaged at the extremities? How soon after using the 2nd scissors did the error message occur? Were the issues experienced with harmonic shear the sole contributing factor or were there other factors that contributed to conversion? Is the handpiece used in the procedure available for evaluation? Which shears are damaged at the extremities, 1st or 2nd? Were both devices har36? If not, what was the other device?

Event description:
It was reported that during an unknown procedure, the scissors were working for an hour and then an alarm message popped up. They couldn't make them work again. They tried with new scissors, same error message on screen. One of the scissors is very damaged at the extremity. Consequence reported: they did a laparotomy.